Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant products: e patient underwent a breast augmentation revision with a mentor memorygel breast implant 650cc, catalog number 3506504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 650cc and experienced breast pain and device rupture on the left side. As a result, the patient underwent removal on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).